Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good front panel assembly, which includes the inverter board, was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer one on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) registered nurse (pdrn) contacted fresenius technical support to report that while using the liberty select cycler the while the patient was on the end of treatment screen, the screen went blank. The ok and stop keys were on, however the screen remained blank. The pdrn reported that the cycler gave off a burning smell. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Corrected information: a1, a3, b7, g2, h6, h8.

Event description:
A peritoneal dialysis (pd) registered nurse (pdrn) contacted fresenius technical support to report that while using the liberty select cycler the while the patient was on the end of treatment screen, the screen went blank. The ok and stop keys were on, however the screen remained blank. The pdrn reported that the cycler gave off a burning smell. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.